Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The physician advanced the 2.5x16mm liberte bare stent to the right coronary artery (rca); however, the device was unable to cross the lesion and the shaft of the device broke. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "stable". Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).